Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7074151.

Event description:
It was reported that one of patients incision was opened up and a lead was exposed. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted leads were discarded.